Manufacturer narrative:
The reported failure on the universal surgical manipulator (usm) was confirmed and replicated. Unit was tested on an in-house system in normal mode triggering errors 1126. During visual inspection fluid intrusion was found underneath the cannula axes controller spar cannula board (acsc) printed circuit assembly (pca) and spar hall sensor pca. The probable root cause was attributed to the fluid intrusion discovered on the spar hall sensor pca.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue. Fse replaced the universal surgical manipulator (usm) producing errors 32101 and 1007. System was tested and verified ready for use. Isi did receive the usm to perform failure analysis, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced repeated recoverable errors on the universal surgical manipulator 4 (usm4). The technical service engineer (tse) reviewed the system logs and found errors 32101 and 1007 on the usm4. The customer had disabled the usm. The tse advised the customer to power cycle the system, but no troubleshooting was able to be done at the time. The procedure was completed with no reported injury.